Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer experienced issues with ise indirect na, k, ci for gen.2 qc results and had analyzer alarms. The laboratory then received a call from a clinician stating the result they had sent out for a patient could not be correct. The customer repeated samples from the previous hours and found incorrect results which seemed to be randomly distributed between potassium and sodium. The specific number of patient samples involved was unclear. Data was provided for hundreds of patient samples. The unit of measure was requested but was not provided. All of the erroneous results were reported outside the laboratory and were corrected. The clinicians were contacted. The patients were not adversely affected. The sodium electrode lot number was w54 and the potassium electrode lot number was b10. The expiration dates were requested but were not provided. The field service representative cleaned the tubings and found a loose tube which may have introduced air to the system. He tightened the tubing. He also noticed that the vacuum needle was not sucking up all the liquid so the bath was filling too much. He replaced the needle. The potassium electrode was later replaced. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Upon follow up, the customer confirmed the issue was resolved by the service actions.